Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a small infection at the ins site the year prior. The ins was explanted on (B)(6) 2018 and the infection was treated. No further complications were reported or anticipated.